Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro , it was noted by harvester that cutting wire was separating from jaw. " the wire was bowed out, pulling away from jaw" nothing fell off into leg requiring retrieval. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise #: (B)(4). The device was returned to the factory on 02jan2020 and investigated on 11feb2020. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. Specks of blood were observed on the harvesting handle of the device. The silicone insulation on the cold jaw and hot jaw were intact. The heater wire was flexed away from the center of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for reported failure ¿material bent/twisted".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro , it was noted by harvester that cutting wire was separating from jaw." The wire was bowed out, pulling away from jaw" nothing fell off into leg requiring retrieval. A replacement device was used to complete the procedure. The hospital did not report any patient effects.